Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing high threshold. This lead was implanted on (B)(6) 2009 and is still implanted. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).